Manufacturer narrative:
It was determined that information was previously submitted under the incorrect MFR-0001038806-2018-00664. One tapered screw ventimplant was returned for inspection with corresponding transfer mount and mount screw. A visual inspection revealed wear and debris about the threads, collar, and internal threads. The product was functionally tested, and it was confirmed that the mount hex would not disengage from the implant after the mount screw was removed. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent® implants¿ 9665 rev 0-09/14 information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #(B)(4). A root cause for the complaint could not be determined. Zimmer biomet complaint (B)(4) patient weight was not provided additional 510k codes: k013227. UDI (B)(4).

Event description:
It was reported that after placing the implant the mount did not disengage. Implant was removed and another implant was placed during the same surgery.